Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr ran leak test and unit passed. Ran performance test and could not duplicate issue. Completed inspiration block/valve test and passed. The unit passed all test and runs according to manufacturer's specifications. Log files was downloaded for further analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista ventilator alarmed 401 (inspiration valve or device leaky) and 316 (blower failure). At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical performed a repeat calibration test. No failure detected to unit. No root cause has been established since the unit is working properly according to its specs.